Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the pump would not power on after having replaced the battery. At the time of troubleshooting, the patient denied any visible damage to the pump's battery compartment or battery cap. In addition, the patient denied any evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): review of the black box did not show any records of power on resets. The battery cap that was returned with the pump for investigation was found to be within specifications. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.